Event description:
It was reported that during an aneurysm embolization case, while delivering the stent (subject device) in the microcatheter, the subject stent deployed prematurely in the lumen of the microcatheter. The physician removed the subject stent and replaced it with a new device and continued the procedure without clinical consequences to the patient. The procedure was completed successfully.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker- updated d9 returned to manufacturer on- updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was found to be advanced within the microcatheter and kinked. The stent was seen to be deployed from the sdw. The stent and introducer sheath were not returned, therefore testing was not performed. The sdw was removed from the catheter and it was found that the stent was deployed. The catheter was flushed and a patency mandrel was advanced through without difficulty, there was no stent present within the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was analyzed. The reported event of the stent deployed prematurely during use was visually confirmed during the analysis as the stent was returned already deployed. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. An initial flush was set up and confirmed and continuous flush was also set up and maintained throughout the clinical procedure. The patients anatomy was described as moderately tortuous. It was reported that the customer used catheter to deliver the stent and during this procedure the stent deployed in lumen of microcatheter. The stent was removed from the microcatheter after it was withdrawn out of patient's body, removed it out. The same microcatheter was used to complete the procedure. The stent was not returned for analysis. This is aligned with the event description. The stent introducer sheath was also not returned and the stent delivery wire was returned for analysis and was kinked/bent. The as reported event as well as the as analyzed codes of the stent deployed prematurely during use and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during an aneurysm embolization case, while delivering the stent (subject device) in the microcatheter, the subject stent deployed prematurely in the lumen of the microcatheter. The physician removed the subject stent and replaced it with a new device and continued the procedure without clinical consequences to the patient. The procedure was completed successfully.